Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported that the product did not adhere to their skin and that they had high blood glucose of 500 mg/dl and treated with a bolus. Customer also indicated that insulin leaked on their clothes. Troubleshooting called the customer back and left a message for the customer to call helpline.